Event description:
It was reported that the procedure was to treat a de novo lesion located in the narrow/tight, heavily calcified, proximal left anterior descending artery. After pre-dilatation was performed an attempt was made to advance the 3.5x38 mm xience prime stent delivery system; however, it did not cross resulting in a proximal shaft separation. Two xience prime stents, a 3.0x28 mm and a 3.5x18 mm were used successfully to complete the case. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported shaft separation was confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4).the device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.